Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: during testing, the force sensor calibration tested high and not within specifications. The force sensor resistance tested within specifications, and no damage was found to the force sensor. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration that did not measure within specifications. This report is made based on results of investigation completed on 11/16/2016.